Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient removed sensor due to early sensor shut off, and the sensor wire was not visible. Patient did not seek medical intervention. At the time of this call to dexcom technical support patient was feeling well, with no discomfort, and could not feel the sensor wire.